Event description:
It was reported that they stated the arctic sun device would not fill with no suction at left port, they ordered a circulation pump but their management team requested that instead they send the device in for 2000 hour preventive maintenance so that they can receive a loaner. Per sample evaluation results on 01feb2024, it was reported that the device would not cool in decontamination. Left front caster not attached to device. Tank seals were lifted from the tank. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated upon receipt. The device would not cool in decon. Serviced the mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they stated the arctic sun device would not fill with no suction at left port, they ordered a circulation pump but their management team requested that instead they send the device in for 2000 hour preventive maintenance so that they can receive a loaner. Per sample evaluation results on (B)(6) 2024, it was reported that the device would not cool in decontamination. Left front caster not attached to device. Tank seals were lifted from the tank. Completed the 2000-hour pm procedure on the device.